Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a nodule on the left lung while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 06, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodules on her lungs related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint, confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit, confirmed the presence of fiber like contaminants in the bottom enclosures and keratin like substance was observed around the blower seal. In this report, section d9, g3, h3, h6 has been updated.